Event description:
The customer contacted physio-control to order a replacement therapy connector assembly for their device. The therapy connector assembly was reported to be loose. Upon further investigation physio-control became aware that the device would not detect the defibrillation therapy cable. Several cables were tried but did not resolve the issue. Without proper recognition of the cable, the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer that the hospital biomedical engineer replaced the therapy connector assembly, and after observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy connector assembly was returned to physio-control for evaluation.